Manufacturer narrative:
Complaint is not confirmed. The complainant did not return the glucose meter or the test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
According to the complainant, "...she went to the hospital due to the high reading just because she was "concerned..." Because she stated that she' felt normal'. The complainant was driven to the (B)(6)hospital - (B)(6) by her husband and arrived at 2:40pm. The complainant reported that she arrived at the emergency room, "...her doctor check her sugar by "a lot of blood tests". The complainant stated that, "... The doctors did not check her sugar using one of their meters or was medically treated..." Stating, "...that the doctor was just monitoring her and for about 3 hours" she was released and sent home. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Control solution lot # 1030414252, control solution result 2.9 mmol/l. Control solution range: 4.6 -7.0 mmol/l per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called in reporting she got a 'high' blood glucose reading using her nova max plus meter.

Manufacturer narrative:
Complaint could not be confirmed. The consumer did not return the test strips in question. Failure analysis of the returned nova max plus blood glucose meter revealed the device to be within product specification no performance failure was found. The reported result of "hi" at 2:00pm and the result of 9.0 mmol/l at 7:00pm performed on (B)(6) 2016 as reported were not found in the complainant's meter history.